Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had dark vision and intermittent image there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: a2, a4, a5, a6, b3, b5, b6, b7, d9, h2, h3, h4, h6, h11 corrected fields: d10 the device was returned to olympus for inspection and the reported failure was confirmed. A device history record review was completed, and no issues were identified. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: intermittent image problem due to multiple kinks on cable. The most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during installation, the camera head had dark vision and intermittent image. There was no patient involvement.